Manufacturer narrative:
H6 investigation summary: this statement is to summarize the investigation results regarding your complaint that alleges discrepant results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 2332350. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Based on the available information understood that customer had performed the test and received a valid result (negative). Customer tried to interpret the result visually because customer saw there were some lines in the cartridge. The bd veritor¿ sars-cov-2 and flu a+b never been designed to be read visually, the test results and need to be analyzed through the bd analyzer. The specimen produces a ¿negative result¿, and the patient were symptomatic then the user may want to consider other methods to determine whether the sample is positive or negative. Batch history record (bhr) review and retain sample testing were performed on the batch number provided, results were acceptable, and no relevant issues were found. Returned sample analysis were performed, the results were acceptable, and no relevant issues were found. Photographs were returned for analysis and the results were valid and the complaint cannot be confirmed via photographs. This complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for discrepant results was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
This report is for patient 1 of 3. It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b that there was discrepant results. The following information was provided by the initial reporter: was there any patient impact as a result of the false result? Were any patients treated based on erroneous results? If so, did the erroneous treatment have any adverse impact to the patient(s)? No. Can you please clarify the total number of kit boxes received and total number affected? 1 kit. This issue occurred on 3 patients - 1st time about a month ago, 2nd and 3rd times on (B)(6) 2023 was this issue involving patient or nonpatient samples? Patient. If consumable is tested on bd instrumentation, list serial numbers: 256088 lot # 2332350 customer states cartridge visually has line but veritor reads as neg.

Event description:
This report is for patient 1 of 3. It was reported that while using bd veritor ¿ sars-cov-2 & flu a+b that there was discrepant results. The following information was provided by the initial reporter: was there any patient impact as a result of the false result? Were any patients treated based on erroneous results? If so, did the erroneous treatment have any adverse impact to the patient(s)? No. Can you please clarify the total number of kit boxes received and total number affected? 1 kit. This issue occurred on 3 patients - 1st time about a month ago, 2nd and 3rd times on (B)(6) 2023. Was this issue involving patient or nonpatient samples? Patient. If consumable is tested on bd instrumentation, list serial numbers: 256088 lot # 2332350. Customer states cartridge visually has line but veritor reads as neg.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.